Manufacturer narrative:
(B)(4). On (B)(6) 2016 the patient was implanted with the rns system including the neurostimulator and two cortical strip leads. Continued use.

Event description:
Rns incision revision for wound infection onset date (B)(6) 2017 - patient presented with visible crusting and granulation tissue, which was buried under hair at the rns battery incision site on scalp. The neurostimulator was not explanted. A wound debridement and revision of the rns generator incision was performed. A culture swab of the wound was taken for aerobic, anaerobic and fungal. In the progress note it states "per discussion with neurosurgical team - superficial wound with no involvement of the rns device."